Event description:
The report indicated that during an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the patient experienced sinus arrest due to coughing requiring temporary pacemaker and prolonged hospitalization. During the superior vena cava (svc) isolation, the thermocool smarttouch sf was moved near the sinus node due to the patient's respiration (coughing), resulting in sinus arrest/cardiac block. A temporary pacemaker was placed, and the patient left the room. The catheter had been in use since the svc isolation, and the event occurred approximately twenty minutes after the start of its use. The physician assessment of the health problem was that it was serious and required extended hospitalization. Contact force (cf) monitoring methods were real time graph, dashboard, and vector. Coloring setting for visitag was tag index. No abnormalities observed prior/during use of the product. Additional information was received indicating the physician¿s opinion on the cause of this adverse event was that the issue was most likely caused by the catheter moving during ablation due to the patient's breath. The outcome of the adverse event improved, and the sinus rhythm recovered about 30 minutes after the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31535152l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).